Manufacturer narrative:
Samples are li heparin plasma collected in a pst tube for 2 minutes at 5000rpm. Per the customer, qc was within normal specifications. Service was dispatched on (B)(6) 2010 for this event. The fse noticed the high voltage on the transducer was difficult to adjust. The fse replaced the transducer housing and verified the pipettor alignments. All verification testing met specifications. A clear root cause could not determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely low accutni (troponin) result in the normal reference range for one patient's sample that was generated by the access 2 immunoassay system. Repeat testing and a subsequent sample resulted within the risk stratification range. The erroneous results were reported out of the laboratory; however, amended reports were issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.